Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2020-05931. Report ID number: (B)(4). Exemption number: e2014031. Device arrived not deployed and with the slide insert not visible through the viewing window. Upon opening the device, it was noticed that the mechanism spring was missing. The downloaded data indicates that the pod completed both its first and second priming sequences, however, due to the missing spring the linkage assembly was not able to propel to the deployed state and subsequently causing the needle to not deploy. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reported that the cannula did not deploy properly into the skin. The pod was worn between 24 and 36 hours.